Event description:
Event description guidant received information that this ventricular lead was unable to be seated into the header properly during the procedure to implant this pacemaker. After the patient's pocket was closed, when the pocket was pressed on, a loss of capture occurred. The device was then invasively evaluated and even after reseating the ventricular lead and tightening down the setscrews again, an intermittent loss of capture continued. The pacemaker was removed and replaced, after which the problem was resolved. The explanted device was returned for analysis; the lead remains in service with the new pacemaker.